Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 3 of 6 on the home choice (hc). The technical service representative (tsr) was unable to determine the cause and the tsr explained the alarm to the caregiver (cg). The cg originally reported a se 2367 and upon researching the alarm log, the tsr found the se 2240. The tsr advised the cg to dispose of the current supplies attached and start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If there is any further relevant information, a supplemental medwatch will be filed.